Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Engineering advised power consumption is high and irregular. In addition, there are large fluctuations in right ventricular (rv) pacing impedance measurements. Pacing impedance measurements have remained within range at this time. Engineering advised this is consistent with an integrated circuit anomaly. Additional information from the field representative provided the patient has been scheduled for a pacemaker and rv lead replacement procedure. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. This pacemaker was returned but analysis has not yet been completed at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Engineering advised power consumption is high and irregular. In addition, there are large fluctuations in right ventricular pacing impedance measurements. Pacing impedance measurements have remained within range at this time. Engineering advised this is consistent with an integrated circuit anomaly. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Engineering advised power consumption is high and irregular. In addition, there are large fluctuations in right ventricular (rv) pacing impedance measurements. Pacing impedance measurements have remained within range at this time. Engineering advised this is consistent with an integrated circuit anomaly. Additional information from the field representative provided the patient has been scheduled for a pacemaker and rv lead replacement procedure. This pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Engineering advised power consumption is high and irregular. In addition, there are large fluctuations in right ventricular (rv) pacing impedance measurements. Pacing impedance measurements have remained within range at this time. Engineering advised this is consistent with an integrated circuit anomaly. Additional information from the field representative provided the patient has been scheduled for a pacemaker and rv lead replacement procedure. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. This pacemaker was returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported irregular power consumption and large fluctuations in right ventricular (rv) pacing impedance measurements.